Event description:
It was reported that the customer was hospitalized. Cause was due to customer using fiasp; an off-label insulin. Customer could not recall their blood glucose (bg) level at time of event. Reportedly, customer experienced multiple seizures. Customer received intravenous potassium fluids and tablets of potassium. Customer was released from the hospital on (B)(6) 2025 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, or infusion set cannula in use at the time of event.